Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation at the left uterine cornua.') In a female patient who had essure (batch no. 628424) inserted. The patient's medical history included weight gain, pelvic pain, left lower quadrant pain, perineal pain and oligomenorrhea. Concomitant products included ascorbic acid and ferrous sulfate. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: 11 coils were seen on the left and 5 coils were seen on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation,weight gain, left lower quadrant pain, pelvic pain, perineal pain, oligomenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation at the left uterine cornua/migration') in an adult female patient who had essure (batch no. 628424) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, pelvic pain, left lower quadrant pain, perineal pain and oligomenorrhea. Concomitant products included ascorbic acid and ferrous sulfate. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), infection ("infection"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems") and pelvic pain ("pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, infection, genital haemorrhage, dyspareunia, neuromyopathy and pelvic pain outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain and uterine perforation to be related to essure. The reporter commented: 11 coils were seen on the left and 5 coils were seen on the right concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation,weight gain, left lower quadrant pain, pelvic pain, perineal pain, oligomenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received. New events infection, bleeding, dyspareunia, neuromuscular problems, pain was added. Plaintiff address updated, reporters was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation at the left uterine cornua.') In a female patient who had essure (batch no. 628424) inserted. The patient's medical history included weight gain, pelvic pain, left lower quadrant pain, perineal pain and oligomenorrhea. Concomitant products included ascorbic acid and ferrous sulfate. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: 11 coils were seen on the left and 5 coils were seen on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation,weight gain, left lower quadrant pain, pelvic pain, perineal pain, oligomenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.